Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. The clips do not close; they did not fall into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The nurse reported the infusion cannula wouldn't fit into the trocar. The surgeon noticed that the infusion cannula and the trocar are not the same size. A new pack was opened and it had the same problem. Additional info was requested on the event. No pt injury was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. It was fired and two unformed clip was fed. The unformed clips were determined to be caused by a failure of the anti-backup feature. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The failure of the anti-backup feature is unrelated to the event reported. The remaining clips were all fired out and all were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not completely visible; this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.